Event description:
The customer reported to customer svc that her power adaptor completely broke apart. The casing around the prongs broke off in her outlet.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product are ongoing. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.